Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine generator change, low hv lead impedance was observed during the procedure. When the physician performed dft test with the new device, shock was aborted due to low hv lead impedance in the svc to can vector. Vector was changed and the shock was successfully delivered which converted the patient. Physician elected not to perform second dft. A shock was delivered which gave normal impedance. The physician was comfortable with the system and will follow the patient normally.